Event description:
It was reported that pump experienced multiple issues, including short battery life, charging cord that required extra force to plug in. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot pump problems, and no additional information was received regarding further actions or resolution.